Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the station was up and running with no issues. The sync status showed regular communication since 2:03 am and the station was tested in both diagnostic mode and the application, and all functions operated normally. Based on the findings, it is suspected that the station may have been processing windows updates at the time of the reported lockup. No issues were identified during testing, and the station tested good in both diagnostics and application. The system functioned as intended when the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was frozen. The customer tried to reboot twice, but the problem was not resolved. However, there were no delays or adverse events or injuries reported based on this event.